Event description:
Customer reported that his wife was receiving erratic readings on her adc blood glucose monitor. Customer reported receiving readings of 37 mg/dl and 315 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the device manufacture date is unknown.

Event description:
It was reported that during an unknown procedure, the jaw would not open after the firing. The jaw was opened by returning the trigger to the home position by hand. When the device was fired without tissue outside the patient, it could be fired properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported werefound in meter memory however, they were obtained outside the ten minute timeframe for validity. This is a final report.